Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that the device had underdelivered the pain medication. It was reported that the patient had suffered intolerable pain and more pain mediation was required. Minor temporary harm was reported. The treatment was discontinued and a new pump with new supplies was setup to administer the medication. No patient injury was reported.

Manufacturer narrative:
Other, other text: h4: device manufacturing date could not be determined. D4: device serial number/lot number is unknown. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device has not been in for service previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the unit is in good condition. Functional testing found the accuracy test failed. Can't duplicate because the residue is 50% as customer reported. Down stream occlusion (dso) needs replacement as preventive action and needs to pass accuracy test. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).